Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient experienced suspected peritonitis. The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. The patient was not hospitalized for the suspected peritonitis. On unreported date(s), the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) for the suspected peritonitis event. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. Additional information was requested but is not available. This is report 3 of 3.